Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k339 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot k339 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. The complaint kit and smart card were returned for investigation. A review of the data recorded on the smart card showed the treatment proceeded to the photoactivation phase of the procedure and the operator aborted the procedure. Inspection of the returned kit confirmed the recirculation pump tubing segment was no longer attached to its port on the pump tubing organizer (pto). The pto was examined and showed the recirculation loop detached from the bond port of the t-connector in the pto. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The tubing detaching from the bond port indicates the solvent bond joint was weak. The root cause for the pto leak is most likely due to manufacturing operator error during the tube bonding operation. Retraining has been completed with all bonding operators. No further action is required at this time. This investigation is now complete. (B)(4), 09-feb-2022.

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they noticed blood pooling on the pump deck after 1500 ml of whole blood had been processed. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported that the patient was stable. The customer returned the kit and smart card for investigation.